Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the site. The cse analyzed the instrument and found the reaction cuvettes were overflowing. The cse replaced the reaction tray wash probe 6 drain valve 1 (cdev1). The cse returned the system to operational status. The cause of the crea, alb and ggt discordant test results is unknown. No further evaluation of this device is required.

Event description:
Discordant creatinine (crea), albumin (alb) and gamma gutamyl transferase (ggt) test results were obtained on patient samples from an advia chemistry xpt system. The initial results were held at the centralink system and not released to the physician(s). The same samples were repeated on an alternate advia chemistry xpt system. The repeat results were released from the centralink system and reported to the physician(s). The reported results were not questioned by the physician(s). There are no known reports of patient intervention or adverse health consequences due to the crea, alb and ggt discordant test results.